Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00153.

Event description:
It was reported that during positioning of a coil during an embolization treatment, the coil stretched and detached inside the microcatheter. The coil was pushed into the intended area using the next coil to implant. There was no reported intervention, patient injury, or health damage.